Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The philips field service engineer (fse) identified during preventive maintenance that the unit was not reading tidal volume and does not have a rate. There was no patient or user harm reported. The fse confirmed the reported failure and replaced the flow sensor assembly to solve problem. The unit has returned to service mode.

Manufacturer narrative:
G4: 24jul2020. B4: 28jul2020. The gas delivery system (gds) was returned to manufacturer to failure investigation (fi) for analysis. The complaint verified, the submitted unit failed due to air flow sensor caused by u1 drifting out of specification. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28jul2020 b4: (B)(6) 2020 h11: h6: patient code: in clinical use but no user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.